Manufacturer narrative:
Concomitant medical products: 8420 ipg implanted (B)(6) 1982, 8400 ipg implanted (B)(6) 1987, 400258 lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) and right ventricular (rv) lead were abandoned and replaced. No patient complications have been reported as a result of this event.